Event description:
A surgeon reported that a patient experienced decreased visual function following an intraocular lens (iol) implant procedure. The iol was removed and replaced with a different lens model.

Event description:
Add'l info was received from the surgeon, who reported the iol decentered and the patient experienced increased aberrations. The event resolved following the lens exchange.

Manufacturer narrative:
Product eval: the product was returned for analysis, the reported complaint could not be verified because the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Lens was returned floating in a clear watery solution in a vial with a stopper, which was taped closed. The optic is scratched and torn/split/cracked into two pieces. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the damage our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damage is potentially related to customer handling.

Manufacturer narrative:
Evaluation summary; the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional info by email and fax. A completed questionnaire was not received. (B)(4).